Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), cardiosave intra-aortic balloon pump (iabp) , the cable winder was broken. It was replaced during iabp overhaul. There was no patient involvement.

Manufacturer narrative:
The fse who encountered the issue replaced the cable reel (d012-00-1688-22). Functional tests. The camera is functional.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.